Manufacturer narrative:
The device was not returned for evaluation. However, because examination of the returned components may not conclusively confirm or disprove the report of possible allergic reaction, quality accepts the observations. Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely to monitor complaint trends as part of post market surveillance. No corrective action is required at this time. The lot number was reviewed for complaint trend, nonconforming [nc] report, and CAPA. No ncs nor capas were identified. There were several complaints identified against this lot; however, with various failure modes. Therefore, this is not considered a trend. Devices met specification prior to release.

Event description:
According to the available information, the patient had an altis placed for stress urinary incontinence. The procedure, as well as the postoperative period, took place without any complications, and with resolution of the incontinence condition. After the surgery, the patient began to experience exuberant urticaria, requiring on-going high-dose corticosteroid therapy. The condition was initially attributed to drug iatrogenesis, with several clinical and laboratory tests having been carried out, with no etiological diagnosis identified. The only factor left to be investigated is the altis. Further testing is required to exclude the altis.

Manufacturer narrative:
As no lot number was provided, a review of the device history record, complaint history database, non-conformances and capas could not be completed. The device remains implanted. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.